Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that his glucose dropped again in the morning as he is unable to digest any food. The customer stated that he tried sugar tablets and would like to know if one kind of tablet would dissolve faster than another. Advised the caller to contact his doctor to get a prescription for shots or insulin pens. Troubleshooting was not performed because the customer was in rush. No further info was provided.